Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported: the 2.8mm guide wire with flutes broke while predrilling with a 5.0mm/7.3mm stepped drill bit. Pituitary ronguers and curettes were used to retrieve the broken pieces. The surgery was completed successfully after an approximate fifteen minute delay. This complaint is on the drill bit. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4): event is a reportable malfunction. The event did not require intervention to prevent permanent impairment/damage.(B)(4)

Manufacturer narrative:
Complaint device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
(B)(4)